Manufacturer narrative:
(B)(4)., device not returned. The reported issue was not confirmed as there was no sample or photos received from the customer. The device history record was reviewed and there was no assembly issues noted with line 8 and or 24b. Next, the incoming raw materials documentation was reviewed for the tubing and the connector and no discrepancies were noted this was a customer made connection and as stated per our IFU under the instructions for use section 7 "inspect all connections for leaks of any kind, fluid or gas, from inside the circuit to outside, or vice versa. Tie-band and tighten all connections in the circuit. Push tubing past the second barb for user made connections." The customer did state that the connection was pushed past the second barb but not tie-banded. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass surgery a customer made connection of the recirculation line came loose. The customer connect line 24b to the y connector on line 8, and did not tie band the connection. The disconnection occurred after heating the patient for two hours. The blood loss was estimated to be less than a liter, no transfusion was required. The surgery was completed successfully and there were no patient issues.